Event description:
Post shoulder procedure performed in 2006, the catheter broke while being removed by the surgeon. The remaining segment was approximately 2.5 inches in length. The surgeon indicated that the remaining segment was removed on one month after event date and that the patient is doing fine.

Manufacturer narrative:
Three catheters were involved in this incident, and only two of them were placed in the patient one catheter from lot #642442 (model pm028 on-q painbuster soaker 400 ml, 2+2 ml/hr with dual catheter) was placed in the patient. This model (pm028) contains two catheters in the package. The second catheter from this lot (#642442) was discarded by the surgeon because he inadvertently damaged it before it was used in the patient. For that reason, we did not receive it for evaluation. One catheter from lot#432266 (pm010 on-q-soaker expansion kits) was provided to the surgeon and placed in this incident. For evaluation and investigation, we received two catheters (lot#642442 and 432266) that were used in this incident. The visual inspection showed that one catheter (lot#642442) was not broken. The black markings including the black tip were available in the catheter tubing, showing that the catheter (lot#642442) was completely removed from the catheter placement site. The other catheter (lot#432266) that we received broke off approximately 2.5 inches from the distal end. We did not receive the broken piece. We measured the received piece (proxmal side) and found approximately 25.75 inches. Visual examination showed that the broken side of the catheter was overstretched. The technical drawing of this catheter shows that the total length of the catheter is 24 +1.0 inches. We calculated the total length of the catheter involved in this incident and found to be 28.25 925.75 +2.5) inches, which also confirmed that the catheter was overstretched. The device directions for use (dfu) states that; "if resistance is encountered or the catheter stretches, stop. Continued pulling could break the catheter. It is advisable to wait 30-60 minutes and try again. The patient's body movements may relieve the catheter to allow easier removal" "do not cut or forcefully remove the catheter" "do not apply additional tension if the catheter begins to stretch" we also tested 22 retained catheters from lot 3432266 that was broken off during the removal. The tensile strength of the "mid-body" and "infusion" segment was tested, and the results met the iso10555-1 standard for "sterile, single-use intravascular catheters". In addition, a review of complaint lot history showed that this is the only catheter break incident. Based on the catheter evaluation and information stated in the dfu, the technique used during the removal of the catheter may have contributed to the reported incident.